Event description:
The customer alleged that he performed control tests using his contour usb system and received results of 242 and 237 mg/dl. The normal control range was 109-150 mg/dl. The customer had already disposed of the test strips, so further troubleshooting was not possible. Replacement test strips were sent to the customer.